Event description:
It was reported that product performance data was reviewed and classified as inappropriate device detection and it was further noted that there was far field r wave (ffrw) oversensing observed. The device and atrial lead remain in use. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 implantable tachycardia lead, (B)(6) 2010. (B)(4).